Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Representative reported on behalf of healthcare professional "implant box received was severely damaged." Device not implanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: device appearance the box of the device destroyed is observed, a device is received inside the thermoform, nothing irregular is observed in the device and the seal. However, the lid of the thermoform is a bit open. Damage to the box is observed, however the thermoform and the device have no irregularities. It is not considered a defect because it could have been caused during storage or transportation. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Representative reported on behalf of healthcare professional "implant box received was severely damaged." Device not implanted.